Manufacturer narrative:
The field service representative checked the rinse head, rinse tubing, gear pump, and wash levels. He replaced the sipper nozzle and valves and flushed lines. Calibration and qc were within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) #(B)(4). This event occurred in (B)(6). The customer changed the reagent after the event on (B)(6) 2021. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results for 1 patient sample and questionable ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 6000 c501 module. Patient 1: the initial sodium result was 103 mmol/l. The initial potassium result was 3.65 mmol/l. The initial results were reported to the patient's treating personnel, who challenged the results and requested the sample be repeated. The sample was repeated on another c501 module. The repeated sodium result was 139 mmol/l and the repeated potassium result was 4.21 mmol/l. The sample was repeated on the same c501 analyzer as the initial results. The repeated sodium result was 137 mmol/l and the repeated potassium result was 4.23 mmol/l. Patient 2: on (B)(6) 2021, the initial sodium result was 105 mmol/l, the initial potassium result was k 3.5 mmol/l, and the initial chloride result was 132 mmol/l. The initial results were reported to the patient's treating personnel, who challenged the results and requested the sample be repeated. The sample was repeated on another c501 module. The repeated sodium result was 137 mmol/l, the repeated potassium result was 4.02 mmol/l, and the repeated chloride result was 98.4 mmol/l. The sample was repeated again. The repeated sodium result was 137 mmol/l, the repeated potassium result was 4.02 mmol/l, and the repeated chloride result was 98.4 mmol/l. The sample was repeated on the same c501 analyzer as the initial results. The repeated sodium result was 139 mmol/l, the repeated potassium result was 4.00 mmol/l, and the repeated chloride result was 99 mmol/l. The electrode lot numbers and expiration dates were requested, but not provided.